Event description:
Customer reported waking up with a blood glucose level of 283 mg/dl and noticed that the reservoir had fallen out of the insulin pump. She took a correction bolus and then fell to a really low blood glucose level. She called the ambulance, and when they arrived she had a blood glucose level of 51 mg/dl. Customer was taken to the hospital and treated. She was not in an accident. She believes the cause of her low blood glucose level was an overdose of insulin due to over correcting for high blood glucose levels. Customer also reported a crack on her insulin pump. Customer's current blood glucose level was 340 mg/dl. She was advised that the pump needs to be replaced.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window. Pending dva testing.